Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report (key# 10301780/medwatch# mw5095630) "the patient received a radial arterial line for an esophagectomy performed (B)(6) 2020 using an arterial line catheter with a built-in, non-detachable guide wire. There were no issues noted during placement or throughout the surgery. On postop day #2, a surgical resident was told by nurse right radial arterial line was not working. Attempted to exchange over a guidewire. After placing wire through arterial catheter, during withdrawal of the nonfunctioning catheter, a second wire was noted to be exposed at the level of the skin. The new wire and the catheter were removed and a 3 mm segment of wire was exposed. This was removed and it appeared to be a guidewire that had been left in the artery from the previous placement."

Manufacturer narrative:
(B)(4).

Event description:
According to the maude report (key# 10301780/medwatch# mw5095630) "the patient received a radial arterial line for an esophagectomy performed (B)(6) 2020 using an arterial line catheter with a built-in, non-detachable guide wire. There were no issues noted during placement or throughout the surgery. On postop day #2, a surgical resident was told by nurse right radial arterial line was not working. Attempted to exchange over a guidewire. After placing wire through arterial catheter, during withdrawal of the nonfunctioning catheter, a second wire was noted to be exposed at the level of the skin. The new wire and the catheter were removed and a 3 mm segment of wire was exposed. This was removed and it appeared to be a guidewire that had been left in the artery from the previous placement."